Event description:
Ambulance personnel were attending to pt diagnosed to be in full cardiac arrest. An attempt was made at monitoring the pt. Allegedly the device displayed a flatline and an ECG leads off message in the lower left corner of the disaply. The operator was not confident the monitor was displaying the proper signal and attempted to confirm the pt's rhythm in the paddles mode. It was reported, a flatline was also displayed in the paddles mode. A back up device was available and the operator chose to use it to continue treatment to the pt. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability and the availability of a back up device.